Manufacturer narrative:
The fse found that the rbc and wbc baths were overflowing due to a kinked tube. The fse rerouted the tubing at the baths and the instrument ran without any leaks. The fse noticed that the printer was not detecting paper in the tray and replaced it with a new printer which resolved the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak from the coulter ac·t diff 2 analyzer. The customer stated that the volume of the leak was approximately two (cups). The fluid leak consisted of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing gloves when the leak was discovered. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.